Event description:
It was reported that the customer experienced intermittent high blood glucose (bg) level of 800 mg/dl. The cause of the high bg was unknown. A manual insulin injection was administered to address bg levels. In addition, the cartridge and infusion set was change multiple times. Recommendation was made to discuss diabetes management with a health care professional.

Manufacturer narrative:
Device not returned.